Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). Due to character restrictions in block e1 site name : (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the inspection process, the cs100 intra-aortic balloon pump (iabp) loop leaked. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(health effect - clinical, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse disassembled and applied sealing material for treatment. After treatment, the functional parameters of the equipment were tested to be normal and delivered for clinical use.

Event description:
N/a